Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert code 41 during a supply change, persisted after multiple restarts, and required replacement; the user transitioned to backup subcutaneous insulin therapy and continued cgm use. Symptoms included hyperglycemia with blood glucose exceeding 400 mg/dl, without ketoacidosis, loss of consciousness, dizziness, or other acute effects. Outcomes included temporary disruption of insulin delivery and use of backup insulin injection to correct high glucose, with no hospitalization or medical intervention. Investigation included device replacement logistics and attempts to retrieve the original device for evaluation. Investigation of this case revealed a suspected insulin shaft rewind malfunction consistent with an insulin absolute range error affecting the pump¿s drive mechanism. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.